Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/12/2013 with the following findings: a review of the pump history showed multiple power reboots. During testing, the pump powered on appropriately. Evaluation revealed three battery compartment cracks. Two cracks were observed in the battery compartment thread area and one crack was observed below the grip pad. The battery compartment threads were found to be damaged. There was no evidence of moisture contamination found inside the battery compartment or under the battery cap. The battery cap was not able to be fully tightened due to the battery compartment cracks and damage. The pump was exercised for 24 hours with no power loss or battery related warnings occurring. Current draws were found to be within specifications. The pump case was removed and no evidence of moisture contamination was found inside the pump. The battery terminal contacts were observed and no evidence of intermittent contact was found. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. Also unrelated to the complaint, evaluation revealed that the keypad cover was torn at the down arrow button. All keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under the contrast key contact. The complaint that the pump was rebooting was not able to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue. The reporter alleged an intermittent power issue and stated there was no visible damage to the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.